Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient suffered an injury after undergoing an MRI. It was noted that the unit was implanted in 2013 and the MRI was done in 2017. The hcp wanted to know if there were prior incidents of thermal burn injuries from other patients who may have inappropriately underwent an MRI while having an implant. No further complications were reported or anticipated. Indication for use is unknown.